Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus needless connector had flow issues the following information was received by the initial reporter with the following verbatim it was reported by a customer that less than five different instances where the infusion was not infusing despite the device indicating it was infusing (green lighthouse light). In each case, more volume than expected remained, and no occlusion alarm was triggered.